Manufacturer narrative:
The last calibration was done on (B)(6)2021 and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 20.41 pg/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated twice with results of 4.35 pg/ml with a data flag and 3.20 pg/ml with a data flag. The result of 3.20 pg/ml was reported outside of the laboratory as a corrected result. A new sample was obtained and the results were 3.31 pg/ml with a data flag and 3.21 pg/ml with a data flag. The troponin t hs stat reagent lot number was 45954101 with an expiration date of 31-jul-2021.